Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please add ip for a new product. Product code is unknown and it is a vicryl. Quantity: (B)(4). Reason: because the sales rep got an additional information that a vicryl was used to suture the wound edges. Note: related events reported via 2210968-2023-03376 and 2210968-2023-03696.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure date of index surgical procedure? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. What is meant by the spiral suture ¿came off¿? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the barbs not engage in the tissue? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Was there any issue or complaint against the vicryl suture? It was stated ¿the patient originally had signs of infection¿. Did the patient have an infection prior to the c-section? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name? Additional information was requested, and the following was obtained: the surgery was a cam case, when suturing the uterus, vicryl was applied to the ecke with z form, the middle was sutured continuously with spiral, and the second layer was also sutured continuously a backstitch with spiral. Two weeks postoperatively, a uterine wound dehiscence occurred. When the abdomen was opened again and the wound was checked, the ecke 's vicryl was remained tied, but the spiral was not functioning at all and the wound was dehiscent as if a flower had opened. (The spiral suture was not broken and came off.) At the time of the re-operation, suturing was performed with 2 layers of single nodules of pds and wound cleaning was performed. Because the patient still had a fever after the re-operation, antibiotics were also administered. One week later, the patient was discharged. [Current status of the patient] the patient was discharged from the hospital.

Event description:
It was reported that a patient underwent a c-section on an unknown date and a barbed suture was used on the uterus to suture the middle and second layer. A different suture was applied to the ecke with z form. One to two weeks post-op, the patient felt there was something wrong, so the abdomen was opened again. When the abdomen was opened again and the wound was checked, the ecke 's suture remained tied, but the barbed suture was not functioning at all and the wound was dehiscent as if a flower had opened. The barbed suture was not broken and came off. At the time of the re-operation, suturing was performed with 2 layers of single nodules of suture and wound cleaning was performed. It was reported that the patient was a pregnant woman who originally showed signs of infection. Because the patient still had a fever after the re-operation, antibiotics were also administered. One week later, the patient was discharged. The surgeon opined that since the patient originally had signs of infection, it is not believed that the product was the cause of this event. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Unk. Date of index surgical procedure? Unk. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. What was the tissue condition (normal, thin, calcified, fragile, diseased)? The patient has symptom of infection. Onset date/time of dehiscence? (# post op days) 2 weeks post op. How was the dehiscence managed? At the time of the re-operation, suturing was performed with 2 layers of single nodules of pds and wound cleaning was performed. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reoperation. Vicryl at the wound edge remained undissolved, but spiral was not fully functioning, and the wound dehiscenced like a flower. Please describe the appearance of the suture during the second procedure. The spiral suture was not broken so the surgeon removed the suture easily. What is meant by the spiral suture ¿came off¿? The spiral suture was not broken so the surgeon removed the suture easily. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? No. Did the barbs not engage in the tissue? Unk. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Infection. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Not reported. Was there any issue or complaint against the vicryl suture? No. It was stated ¿the patient originally had signs of infection¿. Did the patient have an infection prior to the c-section? Yes. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, post-op were cultures performed? If so, please provide the results. Unk. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He do not think that spiral was the cause. What is the patient's current status? Discharged. Lot number? Unk. Surgeon¿s name? Unk. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Note: related events reported via 2210968-2023-03376 and 2210968-2023-03696.